Event description:
In 2009, the patient reported that the display of his infusion device "looked like an ink pen blew up on it." He stated that there was a black spot on the display and he is only able to read the lower portion of the numbers. He stated that the infusion device was not dropped or exposed to extreme temperatures and the display did not appear to be cracked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.